Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragment. In particular between 30cm and 33cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed shock coil and fractured conductor cables most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approximately 91 months after implantation, noise in rv-channel was observed via homemonitoring which could be reproduced during clinical follow up. This lead was explanted and replaced. Should additional information become available, this file will be updated.